Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related MFR. Report number: 1221359-2022-02711.

Event description:
The customer reported two false positive results with the ID now covid-19 assay performed on unknown sample types on an unknown date. This report is for patient one (1) of two (2). The patient had confirmatory pcr testing performed immediately after receiving the positive result with the ID now which generated a negative result. The customer reported that the patient was asymptomatic. Although requested, no further information regarding patient health status and outcome was provided. It was noted that the customer is not cleaning the instrument regularly.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060972 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1060972 and test base part number 190-430 / lot 1060972. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060972 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Related MFR. Report number: 1221359-2022-02711.